Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this sub-q array and another manufacturer's device and right ventricular (rv) lead exhibited low shocking impedance measurements of 20 ohms. A boston scientific technical services (ts) consultant discussed that the normal range is 20 to 125 ohms. Additional troubleshooting options to perform commanded shocks at low and high energy were also discussed.

Manufacturer narrative:
Additional information received from the local field representative indicated that the patient was seen at another facility and then sent to the implanting electrophysiologist (ep) for evaluation. No further testing was performed based on the initial information provided from boston scientific technical services (ts) regarding the range for this lead. Additionally, the shock impedances values were chronic and the ep was not concerned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.